Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the unit had intermittent air detector. The unit senses bubbles when there were none" was confirmed through functional testing. The probable cause was a faulty air detector and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit had an intermittent air detector issue, sensing bubbles when none were present. As a result, the device could not be used. The event occurred during preventive maintenance.